Event description:
A customer reported a cartridge alarm, specifically alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer successfully loaded a new cartridge and resumed insulin therapy.